Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for an alleged failed battery test alarm found on (B)(6) 2021. The insulin pump passed the displacement test, active current test and self test. No unexpected failed battery test alarm noted during testing. However, high sleep current noted during measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage loaded voltage were within spec range. (5) failed battery test alarms were found in the history files, traces on (B)(6) 2021 at 9:13:34, 9:13:45, 9:25:39, 9:25:48 and 9:25:52. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board1, electrical board2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Failed battery test alarm confirmed due to moisture damage. High sleep current due to moisture damage. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported second occurrence of replace battery alert or replace battery now without low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of device.